Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 460 mg/dl. The customer had high blood glucose levels all week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer declined to conduct the high pressure test. Nothing further was reported.